Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for initial implant procedure, connector pin of the lead was bent during the procedure. Lead was replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was in good condition following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.